Manufacturer narrative:
An investigation was performed for the reported complaint. The customer reported being unable to see values when scanning. Attempt to identify the customer's reported configurations and the information provided in the complaint was insufficient to conduct a comprehensive investigation. The lack of information regarding the iphone model, it restricts the ability to identify potential causes of the customer's reported issue. Therefore, the reported issue is not confirmed due to the inadequate information provided. This also serves as a correction report section d1 (brand name) was incorrectly updated in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An "incompatible os or incompatible device" issue was reported with the abbott diabetes care (adc) in use with an unspecified iphone with an ios operating system version 18.4.1 and app version 2.12.0.8319. It was reported that the customer did not receive an alarm when they were having a hypoglycemia while sleeping as their phone is incompatible. The customer initially reported that the reported issue resulted in a loss of consciousness and/or a seizure however, the customer could not confirm if they experienced loss of consciousness and/or a seizure due to the use of adc product. Adc customer service have attempted gathering additional information regarding this event; however, the follow up attempts have been unsuccessful. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An "incompatible os or incompatible device" issue was reported with the abbott diabetes care (adc) in use with an unspecified iphone with an ios operating system version 18.4.1. It was reported that the customer did not receive an alarm when they were having a hypoglycemia while sleeping as their phone is incompatible. The customer initially reported that the reported issue resulted in a loss of consciousness and/or a seizure however, the customer could not confirm if they experienced loss of consciousness and/or a seizure due to the use of adc product. Adc customer service have attempted gathering additional information regarding this event, however, the follow up attempts have been unsuccessful. There was no report of death or permanent impairment associated with this event.